Event description:
Reported as "leaking access port."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found two openings in the port tubing between the stainless steel connector and the injection site. The opening is consistent with a puncture by a needle and may be the source of the leakage. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."